Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. B3: event date unknown. One device was received for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) sensor seal and the module was missing the screw holding the pole mount adapter. Review of the event history logs showed eight system faults of ?46828?. The system fault occurred after the real time clock failed, resetting the device back to 1/1/2005. Functional testing was performed and the reported issue could not be replicated; however, the reported error was the last error code fault found on the pump. The device powered up with a date of 3/27/2005 which meant the internal battery had failed. The device was charged for 10 days and the charge held. The root cause of the issue was determined to be customer induced; the error code ?46828? Is related to an issue with the real time clock battery on the main board. The real time clock battery was not charged periodically, causing it to fail. The error code was cleared and the pump performed full functionality. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 46828. No adverse patient effects were reported by the customer.